Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer returned the product back for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 63 or pump error 4 alarms during testing however, pump error 63 alarm, variable 3, and pump error 4 alarm are located in the formatted history file due to cold solder joints at u1 of the keypad assembly. Device received with scratched case, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.